Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with biliary stent placement procedure performed on (B)(6) 2009 (female patient, (B)(6); weight is unknown). According to the complainant, during deployment of the stent in the common bile duct, the dilation portion of the delivery catheter detached from the main delivery assembly. The distal end of the delivery catheter remained inside of the deployed stent. The proximal end of the delivery catheter was removed from the patient, and the physician used a snare to successfully remove the remaining end of the delivery catheter from the patient. The stent remained implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with biliary stent placement procedure performed in 2009. According to the complainant, during deployment of the stent in the common bile duct, the dilation portion of the delivery catheter detached from the main delivery assembly. The distal end of the delivery catheter remained inside of the deployed stent. The proximal end of the delivery catheter was removed from the pt, and the physician used a snare to successfully remove the remaining end of the delivery catheter from the pt. The stent remained implanted. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual inspection of the device revealed a bend on the guide pull wire approximately 17 centimeters from the proximal end of the hub of the push catheter. The working length of the push catheter was also bent. The rx window was slightly deformed. The stent was not returned for analysis. An attempt to extend the guide catheter was not successful because the guide catheter dislodged completely from the delivery system. A functional evaluation revealed that the guide catheter wire moved freely along the ramp of the rx window when the guide catheter wire hub was actuated. In a addition, a 0.035inch guidewire could be passed into the distal end of the push catheter without the guide catheter and out of the rx ramp window. The guide catheter likely broke away (dislodged completely) from the delivery system due to the excessive force applied by the physician when he/she attempt to deploy the stent. It appears the rx port/window and the push catheter were most likely damaged at the same time as the guide catheter broke away completely from the delivery system. Based on the analysis of this device and review of similar complaints with similar issues, the most probable root cause for this complaint is operational context.